Event description:
A low glucose readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified low sensor readings compared to unspecified results from a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer reported symptoms of weakness and fatigue and was able to self-treat with food and insulin injections (type/dose unspecified).

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.